Event description:
A customer reported that they were having to let hba1c pt samples and controls sit for a very long time in order to get accurate results.

Manufacturer narrative:
This event is being filed late because testing results on the returned sample were not determined until jan. 15, 2008. Actual bottle involved in this event was received. MFR tested retains for this lot along with actual bottle. The actual bottle failed specifications and the retain passed specification. The investigation is on-going. Olympus america plans to issue a customer letter that will include the issue of quality control procedures and reagent handling. If further action is indicated, or other significant info is received through the investigation, a follow-up to this report will be filed.